Manufacturer narrative:
Follow-up submitted with evaluation results.

Event description:
It was reported via repair work order that the fowler would not completely lower due to a damaged motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the fowler would not completely lower. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.